Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited on-site confirmed that the system was unable to boot up. The fse reloaded the suite pc software and backup. After which, the system was restored to good working order. The codes have been updated based on the investigation's outcome.